Event description:
Procedure: lobectomy. Patient sex: unk. According to the reporter: they could not squeeze the handle completely. The handle locked up before firing staples on the tissue. The instrument was removed with forceps without any tissue damage. There was no damage on the tissue, however, the case was delayed more than 30 minutes.